Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, a flat crease, wear abrasion and delamination of the plug strap, 15%. Leak test was performed and found an opening on anterior side. A microscopic analysis was performed which identified a sharp edged opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the plug strap assessed as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted. Manufacturer of the device unknown.